Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's atrial lead exhibited high impedance during interrogation. It was discovered that lead had a fracture. Lead was explanted and replaced on (B)(6) 2020. Patient condition was stable post-procedure.